Event description:
It was reported that during an ablation procedure the tip of the probe broke. It was easily retrieved and a new probe was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Event year only reported: 2022. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2023. Investigation summary: call home did not reveal any issues or errors. The probe returned and the broken probe tip was not verified. However, two bends were seen on the cannula shaft. No further information was available. The root cause of the bends is unknown. A search of nonconformities (ncs) was performed for lot ml20105726. There were no observed nonconformities for this lot.